Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 183 mg/dl. Customer reported that the pump was exposed to pool water. The customer jumped into the pool wearing the insulin pump. Customer stated the pump display went blank immediately after exposed to moisture and constant tone is occurring. The customer was advised to discontinue use of the device and revert to a backup plan.